Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vtcim5_ 13.2 implantable collamer lens of diopter -11.00/4.0/101 (sphere/cylinder/axis) into the patient's eye. Reportedly "lens flipped on insertion, removed and replaced with no patient injury". The lens was implanted, removed and replaced intraoperatively with a back up lens. There was no patient injury. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/4.0/101 (sphere/cylinder/axis), implantable collamer lens flipped on insertion into the patient's left eye (os). Lens was removed and back up lens implanted with no patient injury. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. D6b - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).